Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported that when using the fluid-air exchange, the equipment did not inject the air during surgery. There was no system messaged displayed during this event. The product was exchanged and the issue resolved. There was no harm to the pt.